Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total hip arthroplasty. Subsequently, the patient underwent a two stage revision due to infection.

Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 t1 pps so 18x156mm, catalog #: 51-103180, lot #: 6333378; e1 std poly liner f36, catalog #: 010000858, lot #: 6453166; g7 pps ltd acet shell 54f, catalog #: 010000664, lot #: 6417116. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total hip arthroplasty. Subsequently, the patient underwent a two stage revision due to infection.